Event description:
The customer reported that there was no sound on the mp70 monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that his mp70 monitor lost its audio. There was no sound. There was no report of any adverse patient impact. A philips field service engineer (fse) went onsite and confirmed the malfunction. The main board was replaced, restoring the monitor's proper operation. In an abundance of caution, we will report audio loss even though a visual warning is provided and product labeling warns that: do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. In this case, the speaker malfunctioned, and the main board was replaced. Trending for this issue does not indicate an unfavorable trend or any design, manufacturing, materials or labeling problem. No further investigation or action is warranted.